Event description:
Procedure: unk: reportedly, a surgeon stated after using a port in the left iliac fossa and removing the device there was "a death due to a port site hernia and subsequent bowel obstruction and sepsis." There has been no connection made between the device and the alleged incident. There have been repeated attempts to acquire additional information.